Event description:
Spontaneous: pt stated during infusion, freedom 60 pump broke and he will need a replacement pump; unk if pt missed a dose; no adverse event reported. Unk if available for return. Unk lot or expiration. No further info known.